Event description:
On 6/27/93, a service engineer responded on-site to a customer's complaint that one of their two oscillating pistons would randomly make "popping" noises when operating. The service engineer determined that the piston centering potentiometer assembly was defective and assumed it was caused by an "open" in the potentiometer. While at this customer's facility, the other ventilator experienced an identical occurrence. Both potentiometer assemblies were replaced and the defective assemblies were returned to factory for failure analysis and investigation by quality engineering. Upon factory inspection, it was determined that the potentiometers were not at fault, rather some of the solder connections (3 per potentiometer) were defective. The assembly consists of a ten-turn potentiometer and 3 wire leads soldered to the potentiometer terminals, terminating in a 3-pin inline connector at the other end of the wires. Each assembly is identified with a label which lists the part number, revision and an assembler's identification stamp. Four of these (identical) assemblies are used to adjust piston centering, power, frequency, and % inspiratory time. Since the assembler ID number was then known co reviewed assembly and work order transaction data to determine how many assemblies were built by this assembler. To prevent a recurrence of this defect on any similar solder joint in addition to re-instructing personnel on proper soldering techniques, assembly and inspection practices have been revised. (*)